Event description:
Pursuant to info rec'd physician a saline filled volume sizer was placed inside a pt and the physician had difficulty filling the device with air or saline. No add'l info regarding this occurrence the physician noted is available at this time. The MFR will request the return of the device for eval purposes and will continue its investigation of this occurrence.